Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and capsular contracture. During visual evaluation some lines of shell wear were observed in the anterior view expanding to the posterior view also an area of missing material was observed on the posterior view measuring approximately 0.5 cm x 0.7 cm., within the rupture a siltex cracking was noted in the posterior view. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: capsular contracture baker grade 4, rupture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision with a 400cc mentor memorygel breast implant for right, and an unknown mentor gel breast implant for left, and experienced postoperative bilateral capsular contracture (baker grade 4 on right, unknown grade on left) and right-sided rupture. The patient experienced pain and hardness, and right implant rupture was observed during explantation procedure. The patient underwent right-sided explantation and replacement with like device, catalog # 3544001, serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.